Event description:
The customer reported that the system intermittently failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Further contact with the customer revealed that the issue had not reappeared. No conclusion can be drawn as no further repair info is available and no additional service info was provided.